Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused; described as the device did not empty even after 72 hours when it should have emptied at 48 hours. This was observed during use for an unspecified patient infusion. The patient was receiving the third treatment via a peripherally inserted central catheter (PICC) line and ¿fluid was still left in the balloon¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter facility name: asih access care (previously submitted as ni). Correction made to e1: initial reporter address: framstegsgatan 23 (previously submitted as ni). Correction made to e1: initial reporter city: solna (previously submitted as ni). Correction made to e1: initial reporter phone no.: +011(004)6736004691 (previously submitted as ni). E1: initial reporter postal code - 171 64. Additional information was added to d9, e1: initial reporter postal code, h3, h4, h6 and h10: h4: the lot was manufactured from february 10, 2022 - february 11, 2022. The actual device was received for evaluation with 30 ml of residual drug fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.